Event description:
During a remote follow up, noise resulting in oversensing, pacemaker mediated tachycardia\, and inappropriate automatic mode switch were observed on the device. Technical support was contacted and recommended reprogramming. No intervention has been performed. The patient was stable.